Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized aaa .  It was reported that during routine follow-up, a type iii endoleak was noted in the right ipsilateral limb of the main body stent graft, in the proximal rcia region. Intervention was performed immediately and the endoleak was relined with a 16x16x124 endurant limb. The type iii endoleak resolved.  Per the physician the cause of the type iii endoleak could not be determined. The physician did mention that this patient had undergone an interventional procedure several months prior and it was possible the fabric may have pierced by a wire.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5: additional information received it was reported that the interventional procedure several months prior was performed at a different facility and included wires being introduced through the graft. The details on what specific interventional procedure it was it is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.